Manufacturer narrative:
Zoll has not yet received thethermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during set up for patient use, the thermogard ivtm system (sn: (B)(4)) was displaying error message mid:14 (bg power supply). The customer tried multiple times to restart the console; however, the error message persisted. The customer used another thermogard to initiate the ivtm therapy. No known impact or consequences to the patient was reported.